Event description:
It was reported that the pt's parents reported that sometimes the pt doesn't react to their voice, this has happened since (B) (6) 2009. A history of head trauma was denied. Malfunction of outer device was excluded. Consultant carried out testing immediately on (B) (6) 2009, with the result indicating 4 channels hi and increased impedance on 8 channels. The same results were obtained after testing on (B) (6) 2009. The parents complained about worsening auditory performance of the child as time goes by. During testing on (B) (6) 2009, status hi on 9 channels was found while coupling ok and integrity ok.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a follow up report.